Manufacturer narrative:
A complete analysis and testing of 4 opened and used enlite sensors found 1 of the 4 sensors with the cannula retracted inside of the sensor base; unable to confirm if the customer received the sensor said condition due to the customer returned opened and used. The remaining 3 sensors functioned properly however; all 4 sensors were found in full with no broken or missing parts.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that transmitter did not blink when connected to sensor. Customer's blood glucose was 7.1 mmol/l. Customer removed sensor and cannula was missing. Sensor would be replaced.